Event description:
The local sales rep, (B)(6), reported on behalf of the customer, (B)(6), that drill driver became unstable in the middle of a case. The customer reported that they switched to a similar instrument from another company to finish the case. The customer reported that after the case the surgeon, (B)(6), mentioned that he wrote in the notes that faulty drill driver caused 25% nerve damage to patient, but that he was pleasantly surprised that patients toes were reported to be moving after the operation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a broken detachable flex shaft was reported. The event was confirmed. Visual analysis confirmed the reported event. The shaft fractured in fatigue. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the detachable flex shaft broke in fatigue. It is possible the fatigue fractured occurred due to repeated use over the device¿s lifetime (5 years). The material analysis did not observe any material or manufacturing defects.

Event description:
The local sales rep, (B)(6)., reported on behalf of the customer, (B)(6)., that drill driver became unstable in the middle of a case. The customer reported that they switched to a similar instrument from another company to finish the case. The customer reported that after the case the surgeon, mr. (B)(6)., mentioned that he wrote in the notes that faulty drill driver caused 25% nerve damage to patient, but that he was pleasantly surprised that patients toes were reported to be moving after the operation.